Manufacturer narrative:
The reported issue in regards to the bd alaris system, that a user felt that safety concerns are not taken as seriously as they should be, and was concerned that the onus for managing flaws in provided technology was placed on provider systems could not be investigated further; the customer had refused to provide devices or additional information. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The bd alaris system is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a report of patient involvement.

Event description:
It was reported that user felt that safety concerns are not taken as seriously as they should be. The user was concerned that the onus for managing flaws in provided technology was placed on provider systems.